Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that the implants were revised because of peri-prosthetic fracture.

Manufacturer narrative:
A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The exact cause of the event could not be determined with the limited information provided. It is noted that the patient underwent revision surgery one month post initial surgery for periprosthetic fracture. Further information such as pre- and post-operative x-rays and the primary & revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics.

Event description:
It was reported that the implants were revised because of peri-prosthetic fracture.